Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 4th december 2009 and performed to specification up to the (B)(6) 2010. The pad-pak was removed and reinstalled on the 21st april 2016, the device passed a self-test. The pad-pad was removed and reinstalled on the 2nd may 2016. The device records multiple manual power ups mainly of ten minutes duration between the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.